Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640 g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the sometimes insulin pump powered off and on. The customer¿s blood glucose value was unknown. The customer also reported that the battery insertion port was broken. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device power up properly after battery installation. Device received with operating currents within spec. Device passed self test and displacement test. Power connector plug in and locked in place properly. Device received with cracked keypad overlay and cracked case (battery tube). (B)(4).